Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The elective replacement indicator (eri) triggered while implanted. The device diagnostics were performed which resulted in gradual power increased over the past year. Furthermore, the device met the criteria for hydrogen induced leaky by pass capacitor.

Event description:
It was reported that this implantable pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.